Manufacturer narrative:
After clinical/secondary review of this file performed on november 9, 2022, it was decided to remove clinical code "neoplasm malignant" and add "squamous cell carcinoma" under field h6 to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4) clinical code updated under h6

Event description:
It was reported that a 68-year-old female patient who underwent breast implant surgery with mentor medical devices (sm hps dv 460cc, date of implant (B)(6) 2014) has developed a late onset seroma in the left breast with significant breast pain. It was reported that the seroma fluid was aspirated twice and demonstrated findings by the cytology notable for atypical squamous cells without evidence of bia/alcl. As a result, the patient underwent the left implant explantation on (B)(6) 2020. During the explant surgery a large amount of dark fluid was encountered, this was sent for cytology and culture, a large mass was also identified in the middle aspect of the capsule during the following steps of surgery, additional dissection was performed superolateral along a posterior aspect of the capsule and a friable tumor was identified. The implant has been removed with the anterior aspect of the capsule. The biopsy of both the medial and posterior chest wall masses was performed. Per the pathology results the patient was diagnosed with squamous cell carcinoma of the left chest wall (the left breast capsule). Should additional information become available, this case will be re-assessed and supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device.

Manufacturer narrative:
On september 22, 2022, mentor became aware that patient did not experience any issues on the right side. The information was reviewed by the clinician. Event description has been updated under field b5, and corresponding codes under section h have been updated on this report. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Information received was reviewed by clinician and even description under field b3 has been updated accordingly per clinician's review. Coding stays the same. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 68-year-old female patient with a history of multiple breast surgeries was diagnosed with squamous cell carcinoma keratinizing type, moderately differentiated of the left chest wall. According to the information provided, the patient had multiple previous breast surgeries. The patient initially underwent bilateral silicone gel breast augmentation many years ago. This was followed by the removal of her silicone gel implants and the placement of saline implants also years ago. The patient underwent the removal of the saline implants and placement of bilateral silicone in 2013, at the same time the patient underwent mastopexy. It was also reported that the patient was convinced that over the last year (2013-14), the silicone gel implants have been causing cutaneous lesions on her skin. It was also reported that the patient has developed contracture of bilateral breast implants and required bilateral capsulectomies and bilateral implant removal on (B)(6) 2014 with the following placement of the current mentor breast implants, (sm hps dv 460cc, date of implant (B)(6) 2014). It was reported that the patient presented in 2020 with signs of late seroma in the left breast area complicated by breast pain. It was reported that the seroma fluid was aspirated twice and demonstrated findings by the cytology notable for atypical squamous cells without evidence of bia/alcl. Because of the covid restrictions, the explant surgery had initially been canceled and the left implant was explanted only on (B)(6) 2020. During the explant surgery, a large amount of dark fluid was encountered, this was sent for cytology and culture, a large mass was also identified in the middle aspect of the capsule during the following steps of surgery, and additional dissection was performed superolateral along a posterior aspect of the capsule and a friable tumor was identified. During the next step, the left implant was removed with the anterior aspect of the capsule. A biopsy of both the medial and posterior chest wall masses was performed. Per the pathology results the patient was diagnosed with squamous cell carcinoma keratinizing type, moderately differentiated of the left chest wall. Additional information was received on 28-nov-2023. Summary of the information provided: ¿presented to breast surgeon to the office on 2020 with a 3 week history of left breast swelling. The swelling has gotten progressively worse. She denies fevers or skin changes. Yesterday she had imaging, over 300cc of fluid drained and two biopsies of the left axillary lymph node only. The fluid was reddish/yellowish as per the patient. She has a history of implants for cosmetic. She has had 3 sets of implants and this is her 3rd. She underwent surgical excision on 2020 by dr. Breast capsule, left, excision: invasive squamous cell carcinoma, keratinizing type, moderately differentiated. The invasive carcinoma predominantly involves the posterior, superior, inferior, and lateral inner surfaces of the capsule wherein it measures 14 cm (grossly) with at least seven additional foci measuring 0.25 cm to 2 cm. The maximum depth of invasion is 7.5 mm. Invasive carcinoma involves posterior skeletal muscle. A 0.6 cm tumor deposit is identified on the superior outer surface. Mentor 6839406 hp 460cc textured breast implant was removed¿. ¿additional information received from a reporter on 10/25/2023 for a report number mw5097534. The mentor breast implant that was removed was not textured. It was a smooth breast implant device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left side cancer, and local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch number: mw5097534 that a (B)(6) year-old caucasian female patient underwent unspecified breast augmentation with a 460cc mentor smooth round high profile and experienced left side breast swelling. The patient had two biopsies of the left axillary lymph node only. The fluid was reddish/yellowish as per the patient. She has had 3 sets of implants and this is her third. She underwent surgical excision. The patient also experienced bilateral carcinoma. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.